Manufacturer narrative:
Initial

Event description:
It was reported that a user wearing a dexcom g7 continuous glucose monitor (cgm) experienced a transient "pairing failed" alert on the ilet, after which glucose readings promptly reappeared on the home screen and pairing resumed without user intervention. No adverse clinical symptoms reported and no blood glucose impact. Outcomes included no medical treatment, no hospitalization, and continued therapy use. User support included customer support troubleshooting and education regarding sensor-pump communication and auto-repair of pairing after a lost signal. Investigation of this case revealed a temporary loss of communication between the ilet and the dexcom g7 sensor, followed by successful automatic re-pairing, consistent with expected device behavior and normal wireless connectivity variability. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient signal interference leading to a communication interruption that self-resolved.